Event description:
Postoperatively, the pt was unsuccessful regulating her anticoagulation and was hospitalized due to low hemoglobin, irregular pt/inr and was iron deficient. The pt had also developed fluid around her heart and in her lungs and received four blood transfusions and intravenous iron. A chest CT, ultrasound and tee were performed. The tee revealed one leaflet was not working properly. The pt underwent redo aortic valve replacement surgery. Upon explant, a blood clot was noticed to have developed on one of the leaflets, causing it to be impeded.